Event description:
It was reported that during testing prior to a case, they received error code 3 as soon as they came out of standby. The case was completed with another handpiece. No pt consequence.